Event description:
Incubator alarmed and rn responded and found smoke coming out of temperature probe jack (socket). Unit had been used without problem for two weeks from delivery. Temp was set on air control at 91 degrees f. Audio and visual alarm functioned. After the fact, an engineer plugged unit in and noted "air circulation" light illuminated.